Event description:
Reporter alleged the following results were obtained on a patient using the inform system at the following times: 424 mg/dl 8:02 pm 178 mg/dl 8:06 pm 301 mg/dl 8:08 pm 185 mg/dl 8:16 pm no actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.